Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Regarding a trial patient it was reported that interstim trial was placed yesterday at hcp (healthcare provider) office and 2-3 manufacturer's representatives were present. This morning, the patient woke up and would not feel stim on right side. The patient called the manufacturer's representative and said they tried turning stim off and back on with no result. The representative advised the patient to switch to the left side. The patient asked why right lead failed. The patient was feeling 2 sensations, fluttering and a lw needle/pin prick pain. If the patient increases he felt more fluttering; if he decreases the fluttering goes away but the pain rem ains. The patient did not know when the pain started. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.